Manufacturer narrative:
This is our initial report on this incident.

Event description:
User reported multiple cards within the same lot that have a low gel-level on the anti-d well only. It seems that the agglutination is lower than expected due to the low gel volume. Thus, ih-com is interpreting as 2+, when the interpretation should be either 3+ or 4+.